Manufacturer narrative:
Against an initial report from customer, service engineer of nidek authorized distributor(md vision) in russia inspected the ec5000cxiii and no abnormality was found on the device. After the initial report, we obtained pre-operation data, operation setting(laser setting) and post-operation data of seven patients who complained of the symptoms through nidek authorized russian distributor(md vision). We evaluated the information. As a result, the average of post-operative se(spherical equivalent) value was 0.39(considered as emmetropia). Therefore, no overcorrection was observed from patients' data. Customer decided to use the device by themselves and no complaints have been received from the customer. Initial MDR was reported that "the customer cancelled the gas exchange message and continued the operation", it was not appropriate handling by customer. However, it was not related to this complaint according to the time log (record of operation). Based on the above results, no occurrence of overcorrection was observed from patients' data, and no abnormality on the device was confirmed.

Event description:
Please see initial MDR submission on (B)(6) 2020.

Manufacturer narrative:
We obtained the data for 57 patients who were treated from october 24, 2019 to november 14, 2019. The service engineer reported that 7 out of 57 patients complained of the result. (First report from customer mentioned that over correction occurred for 10 patients, but after that, it was observed that 7 out of 57 patients complained of the result, not 10 patients.) Checking postoperative patient data, 1 patient was + 1.5d, 2 patients was +0.5 to + 0.7d and 4 patients were +0.1 to 0.5d. We reviewed the DHR of the device and confirmed that all items met the requirement of the quality criteria at the final inspection. No problem was found on the device. We asked the customer to stop using the device to investigate the cause from november 14, 2019. Nidek obtained the log data of the device via the service engineer. The device has been calibrated by the customer. We confirmed that the message for new-fill of the gas exchange was indicated via the log data, however the customer canceled the message and continued to use the device. We are waiting for the details of the patient data from the customer. We will continuously investigate this event, and after receiving additional information, a follow-up report will be submitted. Model:ec-5000cxiii (quest m2) is not approved and marked in the united states. However, since a similar ec-5000cxiii(quest) is approved and marketed in the united states, we considers this event as a reportable event.

Event description:
Nidek authorized distributor (md vision) in russia informed nidek co.,ltd that over-correction occurred for 10 patients who were treated with nidek ec-5000cxiii(quest m2) s/n(B)(4). Service engineer visited the site to inspect the device after receiving the information, and they found that the device was working properly and no problem was observed.